Event description:
A customer in (B)(6) reported a misidentification in association with the vitek® ms instrument involving a blood culture sample. The customer reported the vitek® ms did not provide the identification of an organism; however, the organism was identified by vitek® 2 as pantoea spp. The customer reported the results were delayed > 24 hours. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. The sample mzml and ecal mzml files were requested from the customer along with the last fine tuning analyzer report. The reports indicated the system has to be checked as the criteria are outside the targets. The pantoea spp is not in the vitek® ms knowledge base. It does contain pantoea agglomerans, pantoea ananatis and pantoea dispersa. An investigation has been initiated.

Manufacturer narrative:
Biomérieux conducted an internal investigation: internal testing of the customer's strain confirmed the customer's results (noid). The strain was sequenced (16s) and the result is pantoea calida. This species is not included in the vitek® ms knowledge base clinical v3.0 so the system performed as expected.